Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('physician informed that essure coil had lodged in the wall of uterus') and pelvic pain ('severe pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating") and complication of device insertion ("physician was only able to place one coil at that time"). The patient was treated with surgery (essure removed). At the time of the report, the embedded device and complication of device insertion outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, abnormal weight gain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, complication of device insertion, embedded device, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: the physician was only able to place one essure coil, so she underwent a tubal ligation procedure on her other fallopian tube a few days later. She never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms and from her physicians, but was unable to resolve her symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , auto-narrative supplement added. Imrdf/FDA codes updates. Case become medical y confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.